Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734403, serial/lot #: (B)(6), analysis: damaged tool. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the probe tip was broken. There was no patient present at the time of the event.